Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, the device got stuck to mesh and was making cracking noises. They pulled another unit and proceeded with case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device got stuck to mesh and was making cracking noises. They pulled another unit and proceeded with case.